Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that a reboot of the station was necessary. The technical support specialist advised the customer to restart the station. Following the restart, the customer observed an enhancement in performance.the system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the process was very slow, with each action experienced significant delays in response time. The customer reported that the malfunction caused delay in dispensing of the medication and the required medication to be obtained from the alternative station. There were no adverse events or injuries reported based on this incident.